Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/24/2015 with the following findings: a power issue was not duplicated during investigation. Review of the pump¿s black box revealed rebooting events. No battery compartment cracks were observed. Moisture was observed within the battery compartment. The battery cap coin slot was damaged. The battery cap contact height was out of specification; the contact width was within specification. Moisture was observed on the underside of the battery cap. The battery cap was able to secure properly to the pump. Leak testing found no leaks. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Moisture was observed on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a no-power (battery cap thread damage with battery compartment moisture ingress) issue. It was reported the patient's blood glucose was between 250-499 mg/dl without signs or symptoms of hyperglycemia. The reported health event does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.